Event description:
It was reported on return from a holiday, patient went through security at a greek airport in which a hand held security scanner was passed over her neurostimulator. The patient indicated that at this point she could not stand up and felt pain in right buttock (implant on this side) and down the right leg. On examination at a hospital, (week commencing (B)(6) 2010) patient did not report any trauma or back injury. The pain had persisted and therefore the implantable neuro stimulator (ins) had been switched off to ascertain if indeed the pain was related to the implant or independent of this. An x-ray at this time showed no sign of lead migration. It was noted there were actions required as a result of the event. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).